Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that two side bail covers were broken, the ring cover was broken, two side bails were missing, the ring was missing, the battery drawer was broken, the keyboard pad was damaged and the display was missing pixel segments. (B)(4).

Event description:
It was reported that the housing on the external pulse generator (epg) was damaged and may need calibration. The epg has been returned for repair. There was no patient involvement.